Manufacturer narrative:
Zoll medical corporation has not rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device displayed a "defib fault 95" message. Complainant indicated that there was no pt involvement in the reported malfunction.